Event description:
Pt was fit with a pair of biofinity toric trials. About a month after daily wear use, the pt developed a severe corneal ulcer and was treated by an emergency room physician. She has been advised to cease contact lens wear for 3 months. The pt's regular eyecare physician has stated that no permanent damages is expected.

Manufacturer narrative:
A review of the complaint history for this lot of lenses found no other complaint of any kind for the lot. Evaluation results: nothing in the evaluation found a definite relationship between the product and the incident the pt complains of. This is being reported as a corneal ulcer which may have required treatment to prevent permanent damage. The location of the ulcer on the eye is not known, nor which of the pt's eyes were involved in the incident. No lenses have been returned for evaluation. The investigation thus far finds no conclusive evidence that the product caused or contributed to the incident. Should further information be provided that would change the conclusion of this report, an update will be provided within one month of receipt of such additional information.